Manufacturer narrative:
The patient samples were provided for investigation and the customer's results could be reproduced. Additional measurements were performed with a roche anti-sars-cov-2-s research kit and with a covid19 igg/igm rapid test manufactured by creative diagnostics. These measurements showed no serological sign of past sars-cov-2 infection. Discrepant reactive results may occur as the specificity of the assay is < 100 % as stated in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys anti-sars-cov-2 assay on a cobas 8000 e 801 module. The elecsys anti-sars-cov-2 assay values were positive while other assay values were non-reactive. The first sample from the patient was tested using the elecsys anti-sars-cov-2 assay, resulting in a value of 2.18 coi (reactive). The sample was tested using a covid-19 igg and igm antibody rapid test manufactured by eco and both igg and igm tests were non-reactive. The eco rapid test is not on the FDA approved for emergency use authorization list. The sample was also tested using an unknown sars cov-2 iga antibody clia method, resulting in a value of 0.35 index (non-reactive). The second sample from the patient was tested using the elecsys anti-sars-cov-2 assay, resulting in a value of 2.08 coi (reactive) on (B)(6) 2020. The sample was tested using a covid-19 igg and igm antibody rapid test manufactured by eco and both igg and igm tests were non-reactive. The sample was also tested using an unknown sars cov-2 igm and igg antibody clia method, both resulting in non-reactive values. The e 801 analyzer serial number is (B)(4).